Manufacturer narrative:
The customer's complaint that the tubing separated and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing separated at the distal end of the tubing where it meets the hard plastic device that screws on to the clave or caps of the patient's vascular access device. The IV continued to infuse and caused a leak while not connected to the patient and leaving the patient's vascular access site open to air. There was no report of patient harm.